Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found that the main tube of the instrument was broken. A piece measuring approximately 0.118" x 0.294" was not returned with the instrument. No damage to the distal end was found. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.065" - 0.174" in length and were not aligned with the tube axis. This type of failure is commonly caused by mishandling / misuse.

Event description:
It was reported that after a da vinci-assisted urological surgical procedure, it was discovered that the prograsp forceps instrument was crooked and the customer had difficulty pulling it out from the port. The customer removed the cannula along with the instrument from the patient. Then, the customer had to break the instrument in order to separate it from the cannula. No fragment fell into the patient. The procedure was completed with no reported patient injury.